Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that a percuflex stent was to be used for a cystoscope room for bladder examination and placement of ureteral stent procedure, to be performed in the bladder and ureter on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken along the shaft. The procedure was cancelled and was rescheduled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1069 captures the reportable event of stent shaft broken. Investigation analysis: a percuflex stent was returned for analysis. A visual evaluation of the returned device found that the middle section detached. Additionally, the bladder pigtail was observed detached. The most proximal section of the stent and the suture string were not returned for analysis. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that a percuflex stent was to be used for a cystoscope room for bladder examination and placement of ureteral stent procedure, to be performed in the bladder and ureter on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken along the shaft. The procedure was cancelled and was rescheduled due to this event. There were no patient complications reported as a result of this event.